Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open colectomy, the jaws were unable to be opened and removed from the tissue. It was necessary to increase the resection area of the colon segment to remove the device from the tissue. Another stapler was opened to complete the procedure.